Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a critical pump error alarm. A broken force sensor was detected during seating or regular delivery was displayed before the open book image displayed on the screen. Customer reported they got into water and insulin pump gave an error. Customer was not able to clear the alarm. Customer reported frozen screen. Buttons were responsive. Insulin pump was exposed to moisture. Customer reported fluid in battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.